Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer encountered a failure. The customer reported that the user managed to get the required medicines from alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the side rails were defective. The field service engineer removed the top cover to inspect the connections and replaced the side rails. Additionally, they cleared out dust from beneath the top cover to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.